Event description:
The manufacturer received information in relation to a ds2adv auto CPAP unit. The device was returned to product investigation laboratory (pil). During visual inspection of the device, it was determined the pca and ui bezel are burned, blower and blower outlet seal are contaminated, inlet/outlet seal is contaminated, pollen filter needs replacing due to preventive maintenance. There were possible thermal events across the back of the pca (printed circuit assembly).